Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the right head brake caster was out of adjustment. He adjusted the brake caster to repair the bed.